Manufacturer narrative:
Qn#(B)(4). The customer returned one, 2-lumen 8fr x 20cm catheter for analysis. This does not match the reported catheter which is a 7fr x 20cm catheter. Additional information confirmed the customer returned the incorrect catheter. No defects or anomalies were observed on the returned catheter. Visual analysis of the reported catheter could not be performed without the reported catheter returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a leak in the catheter was not confirmed through complaint investigation of the returned sample. The customer returned the wrong catheter. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, the probable cause cannot be determined without the reported catheter returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the device was removed because of leaking". The device was removed and replaced. The patient had no harm or injury.

Event description:
It was reported that: "the device was removed because of leaking". The device was removed and replaced. The patient had no harm or injury.

Manufacturer narrative:
Qn #: (B)(4).